Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cp260606 - mod arthro nl 1cm elip cnctr - 55920r. 150483 - oss segmental stacking adapter - 490100r. 150396 - oss porous im stem 17.5 x 150 - 138150. 150482 - oss 4cm diaphyseal segment - 124210. Cp260607 - mod arthro nl 3cm diasl cnctr - 062690. Cp260601 - mod arthro 5 deg lck collar - 996420. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and approximately two years later, the patient was revised due to the porous femoral stem being loose inside the canal. All products except the tibial stem and adapter were revised. Attempts have been made and all available information has been provided.